Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a controller fault at home on (B)(6) 2021 and was instructed to exchange the controller. There was intermittent beeping and a yellow wrench alarm. The controller was exchanged successfully.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a controller fault alarm was confirmed via the downloaded log file but was not reproduced. A review of the log file spanned approximately 3 days ( (B)(6) 2021 per time stamp). The controller internal fault activated on (B)(6) 2021 at 21:55 due to a boost ov fault that activated because of a detection of over voltage. This alarm remained active throughout the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. There was an intermittent communication issue due to wire shorts in the power cables but it did not affect pump function. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot controller fault alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.